Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited noise and capturing problem on stored electrograms. The patient presented on 4/1/19 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.

Event description:
New information received on 4/30/2019 indicating that the noise was oversensed leading to pacing inhibition.